Event description:
It was reported to philips that the system failed to emit x-rays. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, a coronary diagnosis procedure was performed when the issue happened, and procedure were completed by restarting the system. The philips field service engineer (fse) went onsite and confirmed that system failed to emit x-rays. After reviewing the log file, fse found that anode or cathode issue. To resolve the problem, fse replaced converter 8e (velara) and performed tube adaptation, yield verification, and edl calibration. After 30-minute deactivation, x-ray function remained stable upon restart. After repairs, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, it was identified that the issue did not affect the procedure, which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The issue had occurred, but procedure was successfully completed by restarting the system. If a loss of live image occurs during a procedure, a restart may be performed to resolve the issue. By using these mitigations provided by the design of the device, the image loss issue may resolve, allowing for continuation and completion of the procedure. A loss of live image that can be resolved by utilizing the design mitigations provided by the device is not likely to cause or contribute to death or serious injury if it were to recur. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.